Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump restarts by itself and the pump cannot get past the self test. Customer's blood glucose was 396 mg/dl at the time of incident. Troubleshooting found that as the pump could not get past the self test, that troubleshooting could not be done. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin passed operating current, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump powered up properly after battery installation; no blank display or frozen screen at the number 6 or restart anomaly noted the insulin pump was minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.